Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the light guide lens had a crack. The device evaluation found that the distal end had foreign material and the adhesive around the objective lens had discoloration. Additional findings include the following: the forceps elevator was deformed, the forceps control lever had discoloration, the right / left knob had a scratch, the grip was shaved, the forceps channel port had a dent, the plug unit was damaged, water tightness was lost due to a cut on the bending section cover, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the distal end was shaved / had residual liquid, water tightness of the forceps elevator was lost, and the universal cord had a wrinkle. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope had problems with the lens. The issue was found at the beginning of a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the procedure was completed with a similar device, with a 5 minute delay (patient was under sedation). The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the distal end had foreign material and the adhesive around the objective lens had discoloration. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing could not be conducted properly due to leakage from bending section cover (a-rubber) and forceps elevator. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.